Event description:
Caller reported a cracked and damaged touchscreen on the pump, which made the screen illegible and non-functional. There was no reported impact to the customer's blood glucose level. The company arranged to replace the pump, and in the meantime, the customer was advised to use mdi (multiple daily injections) as backup therapy to ensure insulin delivery was not interrupted.